Manufacturer narrative:
Concomitant medical products: product ID 5076-52 lead, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy. It was also reported the lead displayed high impedance and over-sensing. It was learned the pacing lead was implanted past the use by date. The leads remain in use and relative to the defibrillation lead, no further patient complications have been reported as a result of this event. No patient complications have been reported as a result of the pacing lead.